Event description:
It was reported that the colonovideoscope had error code b30 (scope communication error). The issue occurred during sedation while the device was inside the patient for a diagnostic colonoscopy procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.